Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q3/2016 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects were reported. Additional information was sent but no pertinent information received. The product remains in service.